Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty, the handle of the material broke. After inserting the load into the stapler it did not staple. The device did not fire. The product has been replaced by another one to complete the case. There was no patient injury.